Event description:
It was reported that a spectrum infusion pump failed flow rate accuracy test during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "failed flow rate accuracy test. Values are: 19.00g & 21.00g" was reproduced. The device was sent for flow test at a delivery rate of 40 ml/hr at a volume to be infused of 40 ml for a 60 min run time. The delivered amount was 43.532 and the error percentage was at (B)(4). The device was sent for flow test at a delivery rate of 40 ml/hr at a volume to be infused of 20 ml for a 30 min run time. The delivered amount was 21.706 and the error percentage was at (B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was undetermined however, m2/m3 springs required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.